Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device went from full charge to low charge, and then into failure mode within five minutes, and displayed a "low batt" message. Complainant indicated that the medic obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.